Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to no vacuum or tube push off as all samples met specifications. In addition, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to no vacuum or tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of no vacuum and tube push off based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: "the tubes pop off of straight needles and butterflies and this may have attributed that to the vacuum.".

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: "the tubes pop off of straight needles and butterflies and this may have attributed that to the vacuum."